Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Event description:
According to the complainant the delivery of the drug is incorrect and resulted in an under infusion.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). We received: one infusomat space, 8713050, serial no.: (B)(6) with software version 686n030005. The history files were read out and analyzed. The device history files from (B)(6) 2025 were analyzed. A space line neutrapur was selected. An infusion with a volume of 300ml and a flow rate of 600ml/h over 30 minutes was started. After 30 minutes the infusion stopped because the volume was reached. At this time, 300ml was infused. No other abnormalities were found. The sample was subjected to a visual and functional examination. Visual inspection: the cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state, but it could be found liquid residues inside the p2-connector. No other visible damage could be located. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -2,49 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were check according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled, and the inside was investigated. No visible damage or soiling was found. The defect could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.